Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation. The patient underwent surgical intervention on (B)(6) 2017 where the scs system was explanted.

Event description:
Follow up information identified the issue has been resolved.